Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased from four years to two years and six months, in approximately a seven month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. Subsequently, the device was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the longevity decreased from four years to two years and six months, in approximately a seven month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended a safe replacement window of 90 days or reevaluation of the battery status at the end of that period. The device was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. At this time, there is no information regarding product return.